Event description:
It was reported that the patient experienced a syncope episode and the device did not record the session. The device was explanted and replaced.

Manufacturer narrative:
The reported sensing anomaly could not be confirmed in the laboratory. The device was tested on the bench. Sensing was normal on both the atrial and ventricular sensing channels. The device was normal and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.